Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, when making adjustments to the rate, the patient did not feel any difference anymore. The patient stated that in the past they were able to feel a difference when they decreased or increased the rate. The patient was directed to the healthcare professional. No further complications were reported/anticipated.